Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient is deceased and the patient's spouse is inquiring if the device could be interrogated to see what happened prior to the patient passing. The patient's spouse alleged the device contributed to the patient's death. The patient's spouse stated that the patient was talking fine right before the incident and when they went to check on the patient, they noted he had fallen across the bed and the patient's spouse was concerned that he received a shock from the device. The patient's spouse stated that emergency medical services tried to shock the patient as well. The patient's spouse wanted to know what had happened because "he went so quickly". The patient's spouse also mentioned the patient had stage 4 cancer. The patient's spouse believes the patient was buried with the device. Patient services explained that the device can only be analyzed if it is returned. No additional information is available.